Event description:
When the device was removed from the package it would not open or close properly. Report of evaluation stated: "the sample representing the complaint was found to confirm the allegation. It appears that excessive force had to be used in an attempt to 'activate' the product and that there may have been undue interference between the sheath and basket shaft."